Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: unk stem; cat# unk; lot# unk, unk head; cat# unk; lot# unk, unk cup; cat# unk; lot# unk. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned.

Event description:
It was reported that the surgeon performed a left hip revision on the patient for an unknown reason.

Manufacturer narrative:
An event regarding revision surgery involving an unknown liner was reported. The event was confirmed based on the revision implant sheet. Device evaluation and results: not performed as the device was not returned for evaluation. No information was received for review with the clinical consultant. Device history review could not be performed as the device lot is unknown. Complaint history review could not be performed as the device lot is unknown. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that the surgeon performed a left hip revision on the patient for an unknown reason.